Event description:
It was reported that the patient's stimulation has not worked since falling 3 weeks ago. After falling the patient was able to "pull-up" on the neurostimulator and the stimulation would work. The extension was replaced and the stimulation worked again. It was noted that the extension was cut during explant so it was able to be removed. There were no patient injuries and the patient recovered without sequela.